Event description:
While asking questions about therapy, the home patient (hp) reported that they had abdominal pain that was later diagnosed as an incarcerated hernia. The hp was initially given an unspecified antibiotic prophylactically. The hp was admitted to hospital and underwent surgery to repair the hernia five days after the onset of the abdominal pain. The hp was switched to hemodialysis to allow for their abdomen to heal but was going to resume peritoneal dialysis therapy in four to six weeks. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.